Event description:
It was reported that the patient presented to the lab due to loss of capture and decreased sensing of the right atrial leadless pacemaker. When on the table being prepped for the case it was difficult to interrogate the system due to ¿loss of telemetry¿. Multiple adjustments and attempts were made to the patches and the magnets to communicate but continued to get ¿loss of telemetry¿. The right atrial leadless pacemaker was attempted to be extracted multiple times however, was unsuccessful. Eventually reaching out to technical services helped communicate with the 3 lps, unpair the original alp and pair the new alp and eventually disable the original alp. Alp testing results and good i2i. When attempting to check rv sensing in the follow up screen, telemetry was lost again. The magnet was placed back on the patient and was able to communicate again. The session was ended without testing vlp sensing. There were no patient consequences.